Event description:
It was reported that an ilet pump became unresponsive during setup when the screen on the ¿do you see drops¿ step would not accept a selection, and despite a device restart through the app, the screen froze again; no clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen, consistent with a key or button unresponsive issue on the device¿s touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.